Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right atrial (ra) lead seen by remote monitoring. The physician attempted to re-position the lead but could not find a spot that captured consistently. It was determined there may have been tissue in the tip of the helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.